Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the pmva to resolve the e-100 issue. System inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the configurative pmva.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the vessel sealer extend (vse) instrument was not working. The system logs showed no associated errors at time of the call. The customer informed that they connected their vse instrument into the e-100 generator, and it would not fire. Prior to calling, troubleshooting was performed as the customer tried replacing the vse, but the issue persisted. The customer then connected the vse instrument to the integrated electrosurgical unit (iesu) or erbe generator to proceed with the case. The tse inquired if the e-100 generator instrument led illuminated when the vse instrument was connected but the customer was not sure. The tse recommended rebooting the e100 when able. The customer completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi)did receive a da vinci product involved with this complaint to perform failure analysis. The personality module vision acquisition (pmva) was analyzed and in system logs report, data was found to indicate that the fault had occurred in the field. Upon visual inspection, there were no issues. The unit was installed onto printed circuit assembly (pca) system and set up with e-100 and the system did not connect with e-100 after system boot up. The system restarted with the same problem and replicated the failure. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.